Event description:
A plate implanted in the pt on 2003 for a tibia/fibula fracture sustained in an accident on a 4-wheeler, broke post operative. Plate was noted as broken in 7 months and was removed on an unknown date.